Manufacturer narrative:
Potential device serial numbers include: (B)(4).

Event description:
Information was received that patient went 24 hours without remodulin. Upon increasing the dose, realized cartridge had not moved at all since the day prior. No side effects reported, feels fine. Patient's physician stated to cut remodulin dose in 1/2 for four hours then go back to her regular dose of 74.3ng/kg/min after that. Patient reports feeling fine. Patient did not report which pump is defective but says back-up pump is working fine. No injury occurred and incident is resolved.